Event description:
Approximately one year and seven months post implantation, the site reported that the patient had experienced critical battery alarms. The battery and controller were removed from the patient and a new battery and controller were supplied. No harm or injury to the patient was reported as a result of this incident. Additional information received indicated that the patient had experienced a loss of power one week prior to the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Product not available for return.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm. Analysis of the devices revealed that the controller and a battery met specifications. The controller and battery ((B)(4)) passed visual examination and functional testing; the analyzed devices performed per specification under testing conditions. Battery ((B)(4)) passed visual examination but failed functional testing. During testing, the battery exhibited early depletion of cell pair #2. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause of the critical battery alarms is a combination of a battery with a faulty cell and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00307 and 00623) submitted for devices related to the same event. (B)(4).